Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced both monitors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system was unable to display interpretable images. No patient injury was reported.